Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for lots 25148181, 25148061, and 25147771; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had an unknown issue. The cst tossed the device before reporting the issue to the cvor. Hemopro was not used on patient, issue identified during case set-up before patient entered a replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had an unknown issue. The cst tossed the device before reporting the issue to the cvor. Hemopro was not used on patient, issue identified during case set-up before patient entered a replacement device was used to complete the procedure.